Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother called to report that the customer is experiencing high blood glucose levels and diabetic ketoacidosis. Customer's blood glucose reading was 599 mg/dl. Customer's mother reported that the buttons on the insulin pump are too hard to push. Customer's mother reported that the down arrow and the act buttons do not respond unless they are pushed very hard. Customer's mother reported that most of the time the buttons do not respond at all. Replacement product is being sent.